Manufacturer narrative:
On 14-jun-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot micro¿ catheter and a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and clotting was identified on both devices. It was reported that during afib + roof-line + anteroseptal line with qmode + (very high power short duration / 90watt 4 sec) with qdot micro¿ catheter all the time and during the ablation there were no alerts. The qdot micro¿ catheter was flushed all the time. Suddenly after the ablation as the doctor did flush the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and they seen clotting-fragments inside the sheath and also at the top of the qdot. There were no patient consequences. The procedure was completed successfully. Device investigation details: a picture was received for evaluation and evaluated following biosense webster's procedures. According to pictures provided by the customer, a clot was observed next to the vizigo sheath. The customer complaint was confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. A manufacturing record evaluation was performed for the finished device lot # 60000218 and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # pc-(B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot micro¿ catheter and a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and clotting was identified on both devices. It was reported that during afib + roof-line + anteroseptal line with qmode + (very high power short duration / 90watt 4 sec) with qdot micro¿ catheter all the time and during the ablation there were no alerts. The qdot micro¿ catheter was flushed all the time. Suddenly after the ablation as the doctor did flush the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and they seen clotting-fragments inside the sheath and also at the top of the qdot. There were no patient consequences. The procedure was completed successfully. Device evaluation details: the device was returned to biosense webster inc for evaluation and the evaluation has been completed. A visual inspection, irrigation, and back pressure test of the returned device were performed in accordance with bwi procedures. Visual analysis revealed no damage or anomalies on the device. According to pictures provided by the customer, a clot was observed next to the vizigo sheath; however, during the visual inspection of the returned device, no clot residues were observed. An irrigation test was performed, and the device was flushing correctly. No irrigation issues were observed. Finally, a back pressure test was performed, and no issues were observed. A device history review was performed for the finished device batch number, and no internal action were identified. The customer complaint was not confirmed. The instruction for use (IFU) contains the following warnings and precautions: use best practices for irrigation to minimize the potential for thrombus formation. Provide continuous heparinized saline infusion while the sheath remains in the vessel. Before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
The product has not returned for analysis, however, pictures were provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number (B)(4) has two reports: (1) MFR # 2029046-2023-02569 for product code d139401 (qdot micro¿ catheter) for product code d138501 (carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot micro¿ catheter and a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and clotting was identified on both devices. It was reported that during afib + roof-line + anteroseptal line with qmode + (very high power short duration / 90watt 4 sec) with qdot micro¿ catheter all the time and during the ablation there were no alerts. The qdot micro¿ catheter was flushed all the time. Suddenly after the ablation as the doctor did flush the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and they seen clotting-fragments inside the sheath and also at the top of the qdot. There were no patient consequences. The procedure was completed successfully. Additional information received indicated the indicating the clotting on the qdot micro¿ catheter was found on the edge, not on the tip. The patient was anticoagulated with heparin during the procedure, the (activated clotting time) act was stable during the whole case. The saline used was (nacl) ¿ heparinized. The correct catheter settings were set on the ngen generator and the pump was switching from ¿low¿ to ¿high¿ flow during ablation. There were no error messages.the patient has not has any neurological consequences since after the procedure.